Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, an increase in capture threshold was noted on the left ventricular (lv) lead. An x-ray confirmed lv lead dislodgement. The lead was capped and replaced to resolve the event and the patient was in stable condition.